Manufacturer narrative:
(B)(4).the customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The reporter stated there were two tubes used on the same patient. During use the cuffs leaked at night, or the cuff reinflates itself. There was no harm or intervention (reintubation) performed. It was reported that both cuffs were pre-tested prior to use. This report is regarding the second tube, the first tube is reported on our report 2936999-2016-00103.